Manufacturer narrative:
This report is submitted on february 19, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and auditory sensations with device use and a performance decrement. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on may 30, 2019. - attachment: [135305 - device analysis report reg.pdf].